Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Insufficient information; cause of the endoleak, which self resolved, is unknown. Conclusion: insufficient information; cause of the endoleak, which self resolved, is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.5 cm in diameter in zone four thoracic aortic aneurysm. Vessel morphology was reported as the proximal and distal thoracic aorta was 23 mm in diameter prior to the implantation of the stent grafts. The final angiogram at the index procedure there were no issues. It was reported that seven days post implantation of the stent graft there was a small type iii endoleak, separation between the two thoracic stent grafts. The physician elected to monitor the patient. One month later the patient had a follow up and the type iii endoleak, separation was resolved without intervention and the aneurysm is 5 cm in diameter. The physician commented that the endoleak was not related to the aneurysm or the procedure. No additional clinical sequelae were reported, and the patient is fine.